Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: 10/23/2020. H6. Investigation: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that the rubber stopper separated from the plunger rod. The returned syringe was examined and exhibited a broken plunger rod tip, which could cause the stopper to separate. A review of the device history record was completed for batch # 0139079 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. H3 other text : see h10.

Event description:
It was reported that syringe 0.3ml 31ga 6mm whole unit 10bag stopper separated from the plunger. This was discovered during use. The following information was provided by the initial reporter: material no. 324909 batch no. 0139079. It was reported that rubber stopper separated from plunger rod.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag stopper separated from the plunger. This was discovered during use. The following information was provided by the initial reporter: material no. 324909 batch no. 0139079. It was reported that rubber stopper separated from plunger rod.